Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for peripheral neuropathy and spinal pain. It was reported the patient¿s husband had not used the ins in 4 years, and they stated she stopped using the ins because it died, and it was impossible to re-do it. No further complications were reported or anticipated.